Manufacturer narrative:
This investigation is completed. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up this patient had dizziness one month post implant of this new device. It was noted that bipolar pacing thresholds were higher than the output and pace impedance measurements were higher just after device replacement in (B)(6) 2019. Normal values were seen in the bipolar configuration just after the device replacement. Another follow up took place (B)(6) 2019 and the sensitivity was reprogrammed to avoid noise, but the patient still experienced dizziness. In the device memory pace inhibition was recorded for three seconds due to noise/oversensing and loss of capture, although the patient was not pacemaker dependent. The device was reprogrammed, and a revision was performed same day as the follow up. During the revision it was confirmed that the competitor lead was not fully connected to the device. The lead was tested with the pacing system analyzer (psa) and pace impedance measurements were in range in the bipolar configuration. The lead was reconnected and a tug test was performed and no noise was seen. The device was programmed to bipolar pacing/sensing, and the patient will continue to be monitored. No adverse patient effects were reported.